Manufacturer narrative:
Orthogenrx evaluated manufacturing activities, related to hyaluronate prefilled syringe products (including genvisc 850), from the last two years (2015 and 2016) to demonstrate the microbial quality at all stages of the process. All the data demonstrated that product sterility assurance is in compliance (reference report (B)(4) 5jan2017). Additionally, orthogenrx conducted an evaluation of the lethality index (f0) [which measures process sterilization effectiveness (the in-process specification is f0=8)], for 2015 and 2016 validation batches. The f0 specification is always achieved and was in the range of 9.7 to 14 for the 2015 and 2016 validations, respectively. Genvisc 850 routine production lots# j-1, j-2, and k-1 manufactured in 06/19/2015, 07/01/2015, and 01/18/2016, respectively, were also evaluated. All routine manufacturing is also within the same f0 range, demonstrating process sterilization effectiveness (reference report (B)(4) 5jan2017). The product sterility assurance is also certified with in-process controls (chemical and biological indicators of sterilization) and final bacteria endotoxins and sterility test results for product release, among other release quality specifications. All the products manufactured in 2015 and 2016, in particular lot j-2, manufactured in 07/01/2015, complied with product sterility assurance and pass all the product release specifications. Presently, we are conducting sterility studies from non-compromise lot j-2 supplies (sent to laboratory testing directly from orthogenrx warehouse). Results will be available on 31jan2017. We will also test the remaining samples from (B)(6). Results are expected by 3feb2017. Based on the data evaluated as of 5jan2017 (on all the products manufactured in 2015 and 2016) and the fact that all the components and manufacturing in-process controls complied with the endotoxins and the sterility testing and that products passed all the product release specification requirements, orthogenrx concludes that genvisc 850 lot j-2, manufactured in 07/01/2015, conforms with the sterility assurance program.

Event description:
Health care provided (hcp) reported to ae assessor that the pt. Had a left knee effusion on (B)(6) 2016 with symptoms of pain, stiffness and swelling after second left knee injection of genvisc 850 on (B)(6) 2016. The pt. Has a history of severe osteoarthritis medial and laterally of the left knee. The initial evaluation in the clinic was on (B)(6) 2016 with the pt. Rated pain as 7 out of 10. The pt. Has a history of hyaluronic acid and steroids injections with symptom of swelling and an ultrasound diagnosed effusion with a prior hyaluronic acid injection. The pt. Had the second left knee genvisc 850 injection on (B)(6) (2016. The pt. Presented in clinic on (B)(6) 2016 with super patella effusion of the left knee diagnosed by ultrasound. Eighteen cc. Of serous fluid was withdrawn and sent to the lab for testing and pt. Was prescribed tramadol for pain. The hcp recommended the pt. Go to the emergency room if it gets worse and also report to their physician. The pt. Was admitted into the hospital, dates and time unknown. The treatment included taking the pt. To the operating room (or) to "wash" the knee out", a culture was done and antibiotics. The culture indicated the presence of (B)(6) in the blood and joint. Possible sources of the (B)(6) during the knee injection procedure are the open community bottles of omnipaque and/or lidocaine used in the procedure. Another possible source was the room during the knee injection procedure if an aseptic technique was not followed. The effusion, combined with the (B)(6) cultured in the pt's. Blood and joint are likely contributing factors to the reported left knee pain, reduced range of motion and swelling. Genvisc 850 injection cannot be excluded as a contributing factor to the left knee effusion. This case will be closed as serious due to the report of the left knee effusion, hospitalization with the treatment including the or procedure to "wash the knee out" due to the (B)(6) and antibiotics. The (B)(6) is involved in investigating the clinic for possible contamination. (B)(6) concluded that the single use omnipaque vials were the source of the contamination. (B)(6) recommended "remediation guidelines" to the clinic. This case will be closed without further follow-up from ae assessor. If additional information becomes available, the case will be reopened for further investigation.